Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/perforation (uterus)/left side had perforated thought the left cornua, and was embedded on the posterior fundus of the uterus/migration of essure device location of device: device migrated to uterus"), embedded device ("perforation of the essure device/perforation (uterus)/left side had perforated thought the left cornua, and was embedded on the posterior fundus of the uterus/migration of essure device location of device: device migrated to uterus"), device dislocation ("migration"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of essure device". The patient's past medical history included menorrhagia, obesity and miscarriage (2003). Previously administered products included for an unreported indication: birth control pill from 1998 to 2008. Concurrent conditions included multigravida (5), parity 3 (B)(6) 2001, (B)(6) 2006, (B)(6) 2008) since 1998 and endometriosis. On (B)(6) 2008, the patient had essure inserted. In december 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, 1 year 2 months after insertion of essure, the patient experienced depression ("depression"). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain ("pain") and abdominal pain ("left abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy with transection of right fallopian tube) and surgery (abortion). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, embedded device, device dislocation, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, depression and pelvic pain was resolving and the abdominal pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, depression, device dislocation, dyspareunia, embedded device, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: three spot digital images of the pelvis show contrast material opacifiying the intrauterine cavity which appears normal in size, position and contour, there are occluding devices in both fallopian tubes and there is no radiopaque contrast material in either fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful occlusion of both fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/perforation (uterus)/left side had perforated thought the left cornua, and was embedded on the posterior fundus of the uterus/migration of essure device location of device: device migrated to uterus"), embedded device ("perforation of the essure device/perforation (uterus)/left side had perforated thought the left cornua, and was embedded on the posterior fundus of the uterus/migration of essure device location of device: device migrated to uterus"), device dislocation ("migration"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of essure device". The patient's past medical history included menorrhagia, obesity and miscarriage (2003). Previously administered products included for an unreported indication: birth control pill from 1998 to 2008. Concurrent conditions included multigravida (5), parity 3 (19dec2001, 25mar2006, 10dec2008) since 1998 and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), pelvic pain ("pain") and abdominal pain ("left abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy with transection of right fallopian tube), surgery (full hysterectomy with transection of right fallopian tube/laparoscopic--assisted vaginal hysterect), surgery (full hysterectomy with transection of right fallopian tube) and surgery (abortion). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, embedded device, device dislocation, genital haemorrhage, pregnancy with contraceptive device and dyspareunia outcome was unknown, the depression and pelvic pain was resolving and the abdominal pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, depression, device dislocation, dyspareunia, embedded device, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: three spot digital images of the pelvis show contrast material opacifiying the intrauterine cavity which appears normal in size, position and contour, there are occluding devices in both fallopian tubes and there is no radiopaque contrast material in either fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-mar-2009: successful occlusion of both fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition and concomitant medication were added.abdominal pain, pelvic pain,device embedment,pregnancy(termination) and device ineffective and depression were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2010, she underwent a pelvic surgery to try and alleviate her symptoms). At the time of the report, the perforation, device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.